Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full drawer had failed and showed as not detected on the bus. A field service engineer (fse) found no leds illuminated on the module controller. Fse tested the drawer controller and measured 0.4 ohms at the test points, indicating a nonfunctional board. Fse replaced both the controller board and module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full drawer was failed and not detected on bus. User did hard restart of the machine, but same error showed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.